Event description:
A customer contacted beckman coulter inc. (Bci) regarding the unicel dxh 800 coulter cellular analysis system not generating a flag for atypical lymph cells on a patient specimen. The operator decided to randomly perform a manual differential and noticed a large number of atypical lymph cells present. The erroneous results were reported out of the laboratory, but a corrected report was issued. No death, serious injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
The specimen was collected in a 4ml edta vacutainer tube, stored at room temperature, and sampled within 4 hours of collection. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. Service was not dispatched for this event. The root cause for the dxh 800 instrument not flagging the specimen differential is that the sample was not significantly abnormal enough to set a variant lymph flag.